Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
After using the mender pos repair tell you that the same thing continues. The clutch of the lever to advance the skin does not work. You need the whole lever to complete the turn. At the surgical table, you need to push the lever forward the skin advancing, and when you recoil the lever the skin and the dermacarrier not move from place because it breaks the skin. The event occurred during surgery. There was no patient harm and no delays.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the handpiece does not work properly.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final medwatch. The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously repaired once for a corroded motor and plug harness assembly and being out of calibration reported on 2 july 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 12 november 2019, it was reported from (B)(6) that a dermatome was not working properly. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the dermatome on 7 february 2019 found that the device had a damaged neckpiece, but was within motor speed and calibration specifications. Repair of the device occurred on (B)(6) 2019 and involved replacing the power switch, motor, reciprocating arm, plug harness assembly, the neckpiece assembly, the eccentric shaft assembly, the spring seal, and the needle bearing. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the neckpiece assembly was damaged, there was no functional defect with the product noted that would impede with its ability to properly function. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.